Manufacturer narrative:
Per tandems t:slim g4 user guide: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the user dropped the pump, the luer lock connection became disconnected. The user reconnected the luer lock connection and resumed insulin delivery. There was no impact to the user's blood glucose level.